Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient (pt) experienced a leak in the transfer set which occurred while in use for peritoneal dialysis (pd) therapy. The leakage occurred at the junction between the silicone tube and the patient adaptor. There was patient involvement; however there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). A sample has been returned to the baxter product analysis laboratory for evaluation. Upon completion of the evaluation or if additional information is received, a follow up report will be submitted.